Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the button of the insulin pump was not responding. Customer¿s blood glucose level was unknown. The escape button of the insulin pump was not responding. Customer did verify that the time clock of the insulin pump was advancing. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.